Manufacturer narrative:
The full name of the initial reporter is (B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the ac power cord reel and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had no ground resistance from the power cord. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1 (contact person).